Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located in the c1 segment with a max diameter of 3.5 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was medium. It was reported that an axium coil had a detach error. It was reported there was poor withdrawal. The doctor tried to disarm the coil using the instant detacher 3 times. The doctor did not try to wean using another instant detacher. There was one manual attempt made via hypotube. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.